Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2015-03598 the patient had 2 scs leads. It is unknown which lead is related to this issue; therefore, both are being reported. It was reported the patient experienced a change in stimulation 1 week after beginning physical therapy (date of event s unknown). X-rays revealed the patient's right scs lead had migrated. An sjm representative was unable to restore effective stimulation with reprogramming. As a result, both leads were explanted and replaced with a paddle lead. The issue resolved with the surgical intervention. Additionally, the physician elected to explant and replace the scs ipg with a different model to take advantage of new technology. There were no allegations against the device.